Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with aortic insufficiency and not aortic stenosis, the valve was 80% deployed at a depth of 3 mm and 8 mm. Upon release, the valve depth remained the same. Fifteen seconds later, the valve moved into the ventricle at a depth of 22 mm. The valve was snared and pulled into the ascending aorta. A pericardial effusion was reported with an unknown cause. The patient was taken into surgery and a tear in the aorta was noted at the outflow of the valve frame. The physician stated the tear was caused during the snaring of the valve. The tear was repaired, and the patient was placed on extracorporeal membrane oxygenation (ECMO). The patient did not recover and died six days later.